Event description:
Reporter indicated they could interrogate a vns patient, but could not change parameters or run diagnostics. When the physician is attempts to program the generator, an error message is rec'd. The physician thinks the message says failure to program, but is not sure. The physician indicated the programming system works well with other patients, which rules out a malfunction of the programming system. A battery life calculation revealed the generator is 5.66 years until the elective replacement indicator=yes. Good faith attempts to obtain additional info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.